Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime or compromised forced sensor system test, excessive no delivery test, self test, unexpected restart error test and displacement test. Pump passed the delivery accuracy test at 0.08745 inches. The backlight feature working properly. No backlight anomalies noted. Unit received with cracked case at display window corners, display window, reservoir tube lip, reservoir tube window, reservoir tube window corner and battery tube threads. Unit was programmed with test minilink and the glucose sensor simulator. Unit communicated properly with glucose sensor simulator and display the 92 mg/dl value properly on display graph. Threshold suspend alarm feature was programmed to 60 units, unit delivery stopped when sensor value was at programmed suspend threashold value. The sensor and threshold suspend features working properly. No unexpected pump suspending on its own anomaly noted.

Event description:
The customer reported via phone call that they experienced high blood glucose level and insulin pump had absence of alarm. The customer's blood glucose level was 400 mg/dl at the time of the incident. The insulin pump will be returned for the analysis.